Event description:
Customer states that their spouse's meter stopped beeping and that some of the numbers on the display are fading and they cannot tell what they are. A review of the system was conducted over the phone. This review indicated that the meter was missing segments from the hundreds position of the display. The customer was asked to return the meter for further evaluation and a replacement was provided.